Event description:
Event description guidant received information that this implantable transvenous defibrillation lead measured a low out-of-range shock impedance. All other lead measurements were stable. A chest x-ray (cxr) revealed gross lead movement and a severe bend at the proximal coil. Under fleuroscopy, damage near the patient's clavicular region was observed. The lead was extracted, replaced and returned for laboratory testing.